Event description:
Customer reported via phone call to have experienced a vibrate anomaly. Customer reports that alert type was set to vibrate but it stopped working. Insulin pump did not vibrate after self-test. Customer was advised that insulin pump would need to be replaced. Customer's blood glucose was unknown.

Manufacturer narrative:
Unit failed vibrate check on self-test due to broken black vibrator motor wire. Unit had minor scratched display window, scratched case, cracked battery tube threads, cracked reservoir tube, scratched reservoir tube window and broken reservoir tube lip.